Manufacturer narrative:
All available information indicates that this lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from the patient that this lead had dislodged and was successfully repositioned.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
The lead was explanted during a therapy upgrade procedure over five years later. No adverse patient effects were reported.